Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "won't hold burr" was confirmed. It was noted in the pre-repair diagnostic assessment notes that, "I can't get the cutter into the unit." If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating device would not hold the cutting burr. It is known that there was no patient or user injury. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was additional information provided.